Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high and low blood glucose. Blood glucose levels were 402 mg/dl, 441 mg/dl, 54 mg/dl, 52 mg/dl, 100 mg/dl, 206 mg/dl, 32 mg/dl, 445 mg/dl, 135 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump had insulin flow issues. The insulin pump will not be returned for analysis.